Event description:
The device was connected to the patient but reportedly would 'not shock' the patient. An als crew arrived on scene and connected their lifepak 12 defibrillator/monitor to the patient. Paramedics determined the patient was not a candidate for defibrillator therapy. Patient outcome was not reported, although the reporter indicated patient outcome was not affected due to continued treatment from als.